Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received a shock while he was sleeping. The patient went to the clinic and interrogation of the s-ICD revealed that the shock appeared inappropriate. The sensing vector was changed from secondary to primary. No other issues were noted. A memory download was performed and sent to boston scientific technical services (ts) for review. No adverse patient effects were reported. A ts consultant reviewed the data and discussed that the episode had noise that was oversensed which resulted in the inappropriate shock delivery. The type of noise observed is consistent with the release of entrapped air from the connector block. The ts consultant provided further information on how to avoid this issue from occurring in the future. This information was communicated to the field representative to provide to the physician. The s-ICD remains implanted and service.